Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2009 and a revision procedure on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed the procedure dates and indicates the cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: the following are listed under possible adverse effects: ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ and ¿inadequate range of motion due to improper selection or positioning of components.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference (reference 1825034-2014-06745 / -06746).